Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the mid superficial femoral artery (sfa). The tip of the command 18 guide wire was shaped prior to use and advanced however was difficult to cross the lesion. A balloon catheter was advanced over the guide wire and the command was removed in order to exchange a 0.014 guide wire through the balloon catheter. Outside the patient anatomy, an attempt was made to reshape the tip and rewet the wire however it was noted the polymer coating was damaged (detached from the wire) and stretched. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determines the reported separation, stretched polymer, physical resistance and irregular appearance appear to be relate to operational circumstances of the procedure. Based on the reported and follow-up information, it is likely that the reported resistance during advancement against the moderately calcified and heavily tortuous anatomy likely resulted in the polymer coating to stretching causing the irregular appearance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.